Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer's mother complained of the insulin pump alarming motor error. Troubleshooting was performed, and the insulin pump failed the displacement test. It was advised that the customer revert to a backup plan until a replacement insulin pump could be delivered to him.